Event description:
Additional info. 18-sept-2025: pt called and reported; they just had to have a revision for their knee replacement of a stryker part. The patella component had to be replaced it was defective and they had the revision surgery on (B)(6) 2025 and their original knee surgery or knee replacement was on (B)(6) 2024

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed via medical review and the provided photograph. Method & results product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. Two of the patella pegs appear to be fractured off. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a total knee arthroplasty since I was able to see at least a patella view of the implant in place. I can also confirm that the patient developed a fracture of one of the patella pegs since I was able to view it on an x-ray. It appears that the timeline from a relatively normal appearance to the fracture is about a little less than two months. The root cause of this event cannot be determined with certainty. The causes of fracture of a patella peg are multifactorial, including surgical technique, especially in obtaining proper fixation and providing adequate bone coverage for the implant itself. Any abnormality in the kinematics of the extensor mechanism, such as tilt or subluxation can contribute. Patient factors, including lifestyle, activity level, and bmi, as well as possible trauma (denied by the patient in this case) can also be considered. In order to assign any causality to the implant itself, it would have to be examined by stryker engineers to see if there were any structural defects in the pegs that fractured." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due fractured patella implant after complaining of pain. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a total knee arthroplasty since I was able to see at least a patella view of the implant in place. I can also confirm that the patient developed a fracture of one of the patella pegs since I was able to view it on an x-ray. It appears that the timeline from a relatively normal appearance to the fracture is about a little less than two months. The root cause of this event cannot be determined with certainty. The causes of fracture of a patella peg are multifactorial, including surgical technique, especially in obtaining proper fixation and providing adequate bone coverage for the implant itself. Any abnormality in the kinematics of the extensor mechanism, such as tilt or subluxation can contribute. Patient factors, including lifestyle, activity level, and bmi, as well as possible trauma (denied by the patient in this case) can also be considered. In order to assign any causality to the implant itself, it would have to be examined by stryker engineers to see if there were any structural defects in the pegs that fractured." The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. Two of the patella pegs appear to be fractured off. No further investigation is possible at this tome. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon patella was reported. The event was confirmed via medical review and the provided photograph. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. Two of the patella pegs appear to be fractured off. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a total knee arthroplasty since I was able to see at least a patella view of the implant in place. I can also confirm that the patient developed a fracture of one of the patella pegs since I was able to view it on an x-ray. It appears that the timeline from a relatively normal appearance to the fracture is about a little less than two months. The root cause of this event cannot be determined with certainty. The causes of fracture of a patella peg are multifactorial, including surgical technique, especially in obtaining proper fixation and providing adequate bone coverage for the implant itself. Any abnormality in the kinematics of the extensor mechanism, such as tilt or subluxation can contribute. Patient factors, including lifestyle, activity level, and bmi, as well as possible trauma (denied by the patient in this case) can also be considered. In order to assign any causality to the implant itself, it would have to be examined by stryker engineers to see if there were any structural defects in the pegs that fractured." -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due fractured patella implant after complaining of pain. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a total knee arthroplasty since I was able to see at least a patella view of the implant in place. I can also confirm that the patient developed a fracture of one of the patella pegs since I was able to view it on an x-ray. It appears that the timeline from a relatively normal appearance to the fracture is about a little less than two months. The root cause of this event cannot be determined with certainty. The causes of fracture of a patella peg are multifactorial, including surgical technique, especially in obtaining proper fixation and providing adequate bone coverage for the implant itself. Any abnormality in the kinematics of the extensor mechanism, such as tilt or subluxation can contribute. Patient factors, including lifestyle, activity level, and bmi, as well as possible trauma (denied by the patient in this case) can also be considered. In order to assign any causality to the implant itself, it would have to be examined by stryker engineers to see if there were any structural defects in the pegs that fractured." The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted patella implant with biological on it. Two of the patella pegs appear to be fractured off. No further investigation is possible at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised. After patient complaint of pain x-ray showed peg of patellar component appeared to be broken (patient denied any trauma). Intra-operatively, 2 pegs of the patellar component were found to be broken. Patellar component and insert were revised. Rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.